Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Event description:
It was reported that the self-adhesive of the infusion set was wet with insulin that was intended to be delivered to the patient. This occurred with 4 of 5 cannulas from lot number (1185471) and lot number (1190880). No adverse event reported. Return of the suspect device was requested for evaluation.